Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown. Product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was when recharging the ins the pt got a message that the controller battery was dying, the controller was fully charged. The message appeared for the first time about a month ago and then a week ago. During call caller verified no damage to the controller charging port. Caller reset the controller and did not have the rtm with them. Pt will examine the rtm once they have it in their possession and attempt to recharge the ins; they will call back for a rtm replacement if issues persisted. Additional information was received, it was reported the issue was not resolved. The patient received additional error messages, system problem rm06. The patient powered the unit off and restarted to continue charging. Additional information was received, it was reported the charging apparatus had been getting warm and had a kinked cord. The battery would not charge the unit and stated to replace battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back saying they needed a new battery for their controller and clarified the controller kept saying they need a new b attery while charging the implant. Patient rep then came on the line and explained they had called before (in this case) and had also gotten a replacement recharger already, but the issue did not get any better with the replacement recharger. Caller mentioned patient had a lot of edema in their right ankle so it was suggested patient turn stim of to see if the edema settles down, but when patient tried to charge again, they kept getting the replace controller batteries message. During the call, caller verified they were using the replacement recharger via serial number and didn't see any damage to controller port. Caller said they plugged recharger back in and replace controller batteries soon message came up right away. Agent sent replacement controller request to repair.

Event description:
Additional information was received from the patient. Patient called back saying they got the replacement controller, but was getting no device found. Patient tried to unlock on the call and reported no device found. Agent had patient attempt to start a recharging session and patient reported recharging excellent with both batteries 100%. Agent had patient unplug recharger, then lock and unlock controller, but again patient got no device found. Agent asked, patient didn't have any upcoming healthcare provider (hcp)/manufacturing representative (rep) appointments to get assistance in person and only mentioned they have an MRI on saturday. Agent reviewed patient could use controller with recharger plugged in for now, and sent a replacement controller request to repair.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.